Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No battery out limit alarm noted. The insulin pump was received with scratched lcd window and cracked battery tube threads noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 123 mg/dl. Troubleshooting was not performed. The device was returned for analysis.